Manufacturer narrative:
(B)(4): device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent tlif surgery at l5/s1 level. During surgery, sequential reducer was unscrewed so much and attached extender because it was difficult to attach, so a rod was floated from screw head. Extender came off when rd sign was displayed. Extender was tried to reconnect but finally a screw was removed and re-inserted. The surgery time was extended less than 15 min. The product came in contact with the patient. No patient complications were reported. Dr comment: the surgeon understood the force was loaded on it due to rod floating but it might be problem about disengage from a screw.

Manufacturer narrative:
Product analysis:visual and optical inspection identified plastic deformation on the upper portions of both the extender mas head male interface features, the deformation of the interface features could have reduced the mechanical strength of the interface sufficiently to allow the head to disengage. The above observations are consistent with overload.